Event description:
Customer's father called to report a hospitalization due to diabetic ketoacidosis. Caller stated that customer was running high blood glucose at school. Customer's blood glucose reading at the time of the event was 429 mg/dl. Customer treated with IV. During troubleshooting, the insulin pump's time and date off one hour due to daylight savings. Programming is correct. Manual prime is correct, insulin exits the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.